Event description:
The end user reported that three to four weeks ago he noticed that his peristomal skin was red under the tape collar and extended beyond. He saw his physician, who advised the redness was peristomal yeast and prescribed topical nystatin powder and oral fluconazole. He was encouraged to follow up with health care provider.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.